Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced headaches. No bg and cgm values were available at the time of the event. The patient was brought to the hospital by a neighbor. A bg measurement was taken by the nurse at the hospital, the cgm was reading 3.4 mmol/l, and the bg reading was 29.8 mmol/l. At the hospital, the patient was treated with intravenous insulin. The patient was discharged after 4 to 5 hours from the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.